Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead had displayed pacing impedances of less than 200 ohms in bipolar configuration and had exhibited a lead safety switch. In unipolar configuration the lead displayed a pacing impedance of 340 ohms. As of most recent, boston scientific received information that the lead was explanted due to a suspected lead fracture. The lead was thought to have sustained a subclavian crush. The lead will not be returned. There were no adverse patient effects reported.